Manufacturer narrative:
Updated data: b5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, during which the patient developed acute aortic regurgitation (ar) due to repositioning. During the implant of a transcatheter valve, a left bundle branch block (lbbb) occurred once the valve reached the point of no return (ponr). The valve was fully released, but the lbbb persisted. Subsequently, the temporary pacing lead was removed and reinserted. After the procedure was completed successfully, the patient was then discharged and planned to be monitored. It was noted that the non-coronary cusp (ncc) and right coronary cusp (rcc) leaflets had eccentric calcification, and the membranous septum measured 5.6 millimeter (mm). Additional information was received to report the pre-implant balloon dilation was performed using a 22mm non-medtronic balloon. Per the physician, the cause of the acute ar was unknown; however, it was clarified the delivery catheter system (dcs) was not a contributing factor. Further clarification noted although the dcs repositioned the valve, a recapture was not performed. No further information was available. Additional information was received that 5 days following the implant of the transcatheter valve, a permanent pacemaker was implanted due to an unspecified conduction disturbance.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, during which the patient developed acute aortic regurgitation (ar) due to repositioning. During the implant of a transcatheter valve, a left bundle branch block (lbbb) occurred once the valve reached the point of no return (ponr). The valve was fully released, but the lbbb persisted. Subsequently, the temporary pacing lead was removed and reinserted. After the procedure was completed successfully, the patient was then discharged and planned to be monitored. It was noted that the non-coronary cusp (ncc) and right coronary cusp (rcc) leaflets had eccentric calcification, and the membranous septum measured 5.6 millimeter (mm). Additional information was received to report the pre-implant balloon dilation was performed using a 22mm non-medtronic (toray medical inoue) balloon. Per the physician, the cause of the acute ar was unknown; however, it was clarified the delivery catheter system (dcs) was not a contributing factor. Further clarification noted although the dcs repositioned the valve, a recapture was not performed. No further information was available.

Manufacturer narrative:
A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed, during which the patient developed acute aortic regurgitation (ar) due to repositioning. During the implant of a transcatheter valve, a left bundle branch block (lbbb) occurred once the valve reached the point of no return (ponr). The valve was fully released, but the lbbb persisted. Subsequently, the temporary pacing lead was removed and reinserted. After the procedure was completed successfully, the patient was then discharged and planned to be monitored. It was noted that the non-coronary cusp (ncc) and right coronary cusp (rcc) leaflets had eccentric calcification, and the membranous septum measured 5.6 millimeter (mm).

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012514789); product type: 0195-heart valves; implant date: na ; explant date: na. Product ID l-evolutfx-2329 (lot: 0012635068); product type: 0195-heart valves; implant date: na; explant date: na. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.